Manufacturer narrative:
Sanofi company comment dated 04-oct-2024: this case involves a 84 years old female patient who stated inability to walk except with a cane / cannot walk except by using a cane, after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. Based on the limited information provided regarding this case, causal role of the company suspect product cannot be excluded. Further information including injection technique, post injection routine, relevant concomitant medications, family history and preexisting/concurrent risk factors would aid in better assessment of the case. The case will be reassessed based on follow-up information that will be received.

Event description:
Inability to walk except with a cane / cannot walk except by using a cane [walking difficulty] knee was totally swollen [injection site joint swelling] knee is still painful [injection site joint pain]. Case narrative: initial information received on 20-sep-2024 regarding an unsolicited valid serious case received from a patient. This case involves a 84 years old female patient who stated she had inability to walk except with a cane / cannot walk except by using a cane, knee was totally swollen and knee was still painful after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment(s), concomitant medication (s), vaccination(s) and family history were not provided. The patient's past medical history included: patient mentioned that in the past she received a series of three synvisc injections in her other knee, and the pain relief from the synvisc lasted for 10 years. Patient also stated that in the past she received an injection or injections in her knee of some other product, not synvisc, but some other product, she does not remember the name of it, and that other knee injection product immediately wrecked her knee for the whole summer. On an unknown date, patient was took his first and second injection. On (B)(6) 2024, the patient took her third injection with hylan g-f 20, sodium hyaluronate, injection, strength: 16 mg/ 2ml, at a dose of 1 df (dosage form) qw (route: unknown) for osteoarthritis. Patient stated that after the first synvisc injection her knee felt 15 percent better, and after the second synvisc injection her knee felt almost 30 percent better, and she was excited about how it was working. The last of the 3 synvisc injections was given this past (B)(6) 2024. But then when the patient got her third synvisc injection in the knee, it was given by a different doctor and it was injected in a different area, higher on the knee that her previous two injections, and by the following day, 17-sep-2024, the knee was totally swollen (injection site joint swelling) (event onset date: 17-sep-2024, latency: 1 day) (unknown batch number and expiry date), and she cannot walk except by using a cane/ inability to walk except with a cane (gait disturbance) (event onset date: 17-sep-2024, latency: 1 day) (unknown batch number and expiry date) after receiving her third of three synvisc injections in the knee. Patient asked if this was normal. She called the doctor's office about it, and they recommended she take ibuprofen, and keep the knee raised, and put ice on the knee. Then they told her to wait a month for the knee to improve. Patient had treated the knee as directed, but the knee was still swollen and painful (injection site joint pain) (event onset date: 17-sep-2024, latency: 1 day) (unknown batch number and expiry date). Patient said she received the synvisc injections at her doctor's office, and now she has flown out to her house. So she had called the doctor's office but cannot go in for a visit. Information regarding batch number and expiry date corresponding to the one at the time of event occurrence has been requested. Action taken: not applicable for all the events. Corrective treatment: cane used for gait disturbance and ibuprofen and ice pack and advised to keep the knee raised for injection site joint swelling and injection site joint pain. Outcome: not recovered / not resolved for all the events. Seriousness criteria: disability for the event gait disturbance.

Event description:
Inability to walk except with a cane / cannot walk except by using a cane [walking difficulty] knee was totally swollen [injection site joint swelling] knee is still painful [injection site joint pain]. Case narrative: initial information received on 20-sep-2024 regarding an unsolicited valid serious case received from a patient. This case involves a 84-year-old female patient who stated she had inability to walk except with a cane / cannot walk except by using a cane, knee was totally swollen and knee was still painful after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment(s), concomitant medication (s), vaccination(s) and family history were not provided. The patient's past medical history included: patient mentioned that in the past she received a series of three synvisc injections in her other knee, and the pain relief from the synvisc lasted for 10 years. Patient also stated that in the past she received an injection or injections in her knee of some other product, not synvisc, but some other product, she does not remember the name of it, and that other knee injection product immediately wrecked her knee for the whole summer. On an unknown date, patient was took his first and second injection. On (B)(6) 2024, the patient took her third injection with hylan g-f 20, sodium hyaluronate, injection, strength: 16 mg/ 2ml, at a dose of 1 df (dosage form) qw (route: unknown) for osteoarthritis. Patient stated that after the first synvisc injection her knee felt 15 percent better, and after the second synvisc injection her knee felt almost 30 percent better, and she was excited about how it was working. The last of the 3 synvisc injections was given this past (B)(6)2024. But then when the patient got her third synvisc injection in the knee, it was given by a different doctor and it was injected in a different area, higher on the knee that her previous two injections, and by the following day, (B)(6)2024, the knee was totally swollen (injection site joint swelling) (event onset date: (B)(6)2024, latency: 1 day) (unknown batch number and expiry date), and she cannot walk except by using a cane/ inability to walk except with a cane (gait disturbance) (event onset date: (B)(6)2024, latency: 1 day) (unknown batch number and expiry date) after receiving her third of three synvisc injections in the knee. Patient asked if this was normal. She called the doctor's office about it, and they recommended she take ibuprofen, and keep the knee raised, and put ice on the knee. Then they told her to wait a month for the knee to improve. Patient had treated the knee as directed, but the knee was still swollen and painful (injection site joint pain) (event onset date: 17-sep-2024, latency: 1 day) (unknown batch number and expiry date). Patient said she received the synvisc injections at her doctor's office, and now she has flown out to her house. So, she had called the doctor's office but cannot go in for a visit. Information regarding batch number and expiry date corresponding to the one at the time of event occurrence has been requested. Action taken: not applicable for all the events. Corrective treatment: cane used for gait disturbance and ibuprofen and ice pack and advised to keep the knee raised for injection site joint swelling and injection site joint pain. Outcome: not recovered / not resolved for all the events. Seriousness criteria: disability for the event gait disturbance. A product technical complaint (ptc) was initiated on (B)(6)2024 for synvisc (lot/batch number: unknown) with global ptc number: (B)(4). Based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi would continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA is required. The final investigation was completed on 08-oct-2024 with summarized conclusion as no assessment possible. Additional information was received on 08-oct-2024 from the quality department. Ptc results with global ptc number added. Text amended accordingly.

Event description:
Inability to walk except with a cane / cannot walk except by using a cane [walking difficulty], knee was totally swollen [injection site joint swelling], knee is still painful/pain got better and off of a sudden it got worse [injection site joint pain] ([condition worsened]). Case narrative: initial information received on 20-sep-2024 regarding an unsolicited valid serious case received from a patient. This case involves a 84-year-old female patient who stated she had inability to walk except with a cane / cannot walk except by using a cane, knee was totally swollen and knee is still painful/pain got better and off of a sudden it got worse, after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment(s), concomitant medication (s), vaccination(s) and family history were not provided. The patient's past medical history included: patient mentioned that in the past she received a series of three synvisc injections in her other knee, had no issue with synvisc and the pain relief from the synvisc lasted for 10 years. Patient also stated that in the past she received an injection or injections in her knee of some other product, not synvisc, but some other product, she does not remember the name of it, and that other knee injection product immediately wrecked her knee for the whole summer. She stated she loved synvisc and hoped that it works the same as it did before. On an unknown date, patient was took his first and second injection. Patient stated that after the first synvisc injection her knee felt 15 percent better, and after the second synvisc injection her knee felt almost 30 percent better, and she was excited about how it was working. On (B)(6) 2024, the patient took her third injection with hylan g-f 20, sodium hyaluronate, injection, strength: 16 mg/ 2ml, at a dose of 1 df (dosage form) qw (route: unknown) for osteoarthritis. The last of the 3 synvisc injections was given this past on (B)(6) 2024. But then when the patient got her third synvisc injection in the knee, it was given by a different doctor and it was injected in a different area, higher on the knee that her previous two injections, and by the following day, on (B)(6) 2024, the knee was totally swollen (injection site joint swelling) (event onset date: on (B)(6) 2024, latency: 1 day) (unknown batch number and expiry date), and she cannot walk except by using a cane/ inability to walk except with a cane (gait disturbance) (event onset date: 17-sep-2024, latency: 1 day) (unknown batch number and expiry date) after receiving her third of three synvisc injections in the knee. Patient asked if this was normal. She called the doctor's office about it, and they recommended she take ibuprofen, and keep the knee raised, and put ice on the knee. Then they told her to wait a month for the knee to improve. Patient had treated the knee as directed, but the knee was still swollen and painful (injection site joint pain) (event onset date: 17-sep-2024, latency: 1 day) (unknown batch number and expiry date). Patient stated she got all 3 synvisc shots, and the pain got better and all of a sudden it got worse (condition aggravated) (onset: on (B)(6) 2024; latency: few days). Patient said she received the synvisc injections at her doctor's office, and now she has flown out to her house. So, she had called the doctor's office but could not go in for a visit. Upon follow up patient stated that pain was getting better again now. Patient reported she was shocked that it was hurting for a few days but it had stopped and was getting better again. Information regarding batch number and expiry date corresponding to the one at the time of event occurrence has been requested. Action taken: not applicable for all the events. Corrective treatment: cane used for gait disturbance and ibuprofen and ice pack and advised to keep the knee raised for injection site joint swelling and injection site joint pain. Outcome: recovering for injection site joint pain; not recovered / not resolved for rest both the events. Seriousness criteria: disability for the event gait disturbance. A product technical complaint (ptc) was initiated on 20-sep-2024 for synvisc (lot/batch number: unknown) with global ptc number: complaint: (B)(4). Based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment is possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi would continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. The final investigation was completed on 08-oct-2024 with summarized conclusion as no assessment possible. Additional information was received on 08-oct-2024 from the quality department. Ptc results with global ptc number added. Text amended accordingly. Additional information was received on 16-oct-2024 from the patient. Event verbatim and symptom was added for injection site joint pain. Clinical course was updated and text amended accordingly.